Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation for a mitraclip procedure, the steerable guide catheter (sgc) lost fluid column. A replacement sgc was used to complete the procedure. There was no patient invovled with the issue and there was no clinically significant delay. No additional information was provided.

Event description:
This is filed to report a loss of fluid column in the steerable guide catheter. It was reported that during preparation for a mitraclip procedure, the steerable guide catheter (sgc) lost fluid column. A replacement sgc was used to complete the procedure. There was no patient involved with the issue and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.